Event description:
A report received from the USA stated that an 840 ventilator experienced an inoperable graphical user interface (gui) display, while being used on a pt. There was no report of pt injury as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb), and upgraded the software to the current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to the MFR specs. (B)(4).